Manufacturer narrative:
B1/b2 updated. B5 updated with clinical narrative. D6b updated. H1 and h6 updated to reflect patient death. The investigation is still ongoing.

Event description:
A 71-year-old male with acute myocardial infarction and cardiogenic shock (scai stage d) was supported with an impella cp via right femoral percutaneous access. During support, an event occurred in which the registered nurse inadvertently spiked a 0.9% saline bag, which infused for approximately two minutes before being exchanged for d5; the purge system was subsequently flushed, and purge pressure and motor current remained within normal range with continued monitoring. The first impella cp was explanted. A second impella cp was documented as implanted thereafter via right femoral percutaneous access and care was withdrawn and the patient subsequently expired. The reported purge fluid deviation was promptly corrected without associated abnormal device performance. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.the pump was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant report that a patient was implanted with an impella cp via percutaneous right femoral artery for the second time. The registered nurse spiked a bag of 0.9 and it ran for about two minutes before it was exchanged out for d5. The purge was flushed after switching bags. The registered nurse was told to keep an eye on the purge and motor current. Both of these values were in normal range. The registered nurse will continue to monitor. No patient harm was noted.